Event description:
This was a left-sided lead extracted conducted in the ep lab to remove a fractured, non-functional rv lead (mdt 6947). The patient was placed under general anesthesia, (B)(4) was available, blood products were in the room, fluoroscopy in use, and tee available. The mdt 6947 was cut and prepped with a lld-ez. Defib coil wires were also prepped and tied to the distal loop of the lld-ez. Lasing began with the 14f sls ii. The md had trouble accessing the vasculature because of the patient's size and weight pushing down at the clavicle. Anesthesia pushed the shoulder towards the pt feet to allow the laser sheath to gain better access to the vasculature. The 14f sls ii was progressing smoothly until it reached the middle of the proximal coil. The clavicle and binding site were causing the extraction to become very difficult at this point. 186 seconds of laser time at this point, the md pulled back due to snowplowing. It was decided to upsize to a 16f sls ii. It was difficult gaining access so anesthesia again pushed the patient's shoulder toward her feet. Advancing to the same location as the 14f sls ii stopped went smoothly. The md lased the remaining portion of the proximal coil and proceeded to make the turn into the svc. The patient's anatomy was abnormal based on the cardiomyopathy. Again the md encountered snowplowing of the lead. At 180 seconds of lasing with the 16f sls ii the md stopped lasing to assess the patient. Via fluoroscopy the heart borders were noted being wnl and the laser tip appeared to be within the svc atrium. The md lased for 58 more seconds before anesthesia noticed a small effusion. The patient was transferred to the or at this time. A sternotomy was performed by the (B)(6) at about 10-12 minutes. The 16f sls ii and lead were surrounded in blood clot providing tamponade. The clot was removed and a 3cm perforation/tear was noted at the svc/atrial junction. A successful repair of svc was completed within 17-20 minutes of the initial status change. Cardiac massage was performed for > 1 hour but unfortunately the patient was not able to be resuscitated. There were no devices saved for return analysis. During an internal lhr review no issues or nonconformances were noted.

Manufacturer narrative:
Discarded after use by staff.